Event description:
A patient's family member reported that pt's meter would not turn off. This issue was not resolved with troubleshooting. The reason that this case is being reported is that the customer needs to turn the meter off and turn it on again to begin a test using any of co's meters. Pt did not have any symptoms. No further information has been reported.